Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. During investigation evaluation of returned product found evidence of the hpc damaged , therefore restricting water flow; worn out nozzle grip leaking air, debris in water filter. Damaged parts have been replaced, unit have been recalibrated and tested to meet factory's specs. No other faults found.

Event description:
While using a g137, they allege that is was running hot ; no injury resulted.